Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.

Event description:
The customer reported the tube's cuff failed. The patient required a non-routine reintubation.